Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection. For treatment, the patient was prescribed cephalexin at 500 mg to take three times daily and bactrim at 1 tablet daily. The pod was worn between 36 and 48 hours on the leg. The patient was discharged after 2 hours.